Event description:
Non-deployment of a drug-eluting stent and endoluminal trapping of a stent guidewire during aggressive ptca intervention. The placement of a drug-eluting stent in the ramus branch resulted in a proximal dissection. In attempting to place a more proximal stent, the stent was pulled off the guide wire within the lumen of the first stent, and manipulation resulted in the trapping of the guide wire within the first stent, and the inability to remove the guide wire or the nondeployed stent.